Event description:
It was reported that the patient with this pacemaker went to the emergency room (ER) due to syncope. The syncope coincided with atrial fibrillation (af) that was undersensed by the device. Programming changes were recommended and the patient planned to get a cardiology evaluation to resolve. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker went to the emergency room (ER) due to syncope. The syncope coincided with atrial fibrillation (af) that was undersensed by the device. Programming changes were recommended and the patient planned to get a cardiology evaluation to resolve. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this patient was not admitted to the hospital and was not seen at the clinic since this incident. Additionally, their physician indicated that the syncope was not related to the undersensing that occurred. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker went to the emergency room (ER) due to syncope. The syncope coincided with atrial fibrillation (af) that was undersensed by the device. Programming changes were recommended and the patient planned to get a cardiology evaluation to resolve. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this patient was not admitted to the hospital and was not seen at the clinic since this incident. Additionally, their physician indicated that the syncope was not related to the undersensing that occurred. This device remains in service. No adverse patient effects were reported. Additionally, it was reported that the device was mode switched and ventricular pacing was at a rate of 70. Three remote device checks were completed since this event with no abnormal events. This device remains in service. No adverse patient effects were reported.